Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are most likely attributable to the removal surgery. According to the information received from the field the electrode extruded into the external ear canal and the active electrode array migrated out of cochlea. Also the reported history of self-inflicted trauma may have contributed to the event. This is a final report.

Event description:
The user's hearing performance with the device was affected. The user visited the clinic with ear suppuration and an extruded electrode lead in the external auditory canal (eac). The user has been explanted. According to the explant report form, the electrode array was found outside the cochlea prior to removal.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user visited the clinic with ear suppuration and an extruded electrode lead. Explantation is planned but no date has been scheduled yet.